Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a generator change procedure. Upon examination it was determined that the patient's pacemaker had an unspecified mechanical breakdown malfunction. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
The device was returned for evaluation. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings at times and autocapture was enabled during implant period. Further analysis performed did not find any anomaly with battery voltage at elective replacement indicator (eri) level. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.